Event description:
Report of hot water bottle splitting open rec'd. Letter rec'd from lawyer for consumer which states that a customer sustained severe burns with residual disfiguring scarring when the water bottle leaked when it split open. Legal action pending, therefore no further info is available at this time. If any further info becomes available, it will be forwarded to the agency.